Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell 2 of 6. The baxter technical representative (tsr) advised the home patient (hp) that se 2240 indicated air had entered the set up. The hp recycled power and se 2367 alarmed. The tsr advised the hp that therapy had ended and will need to start over with new supplies or do manual exchange. The tsr advised the hp to inform peritoneal dialysis registered nurse (pd rn) about se 2240. During troubleshooting the tsr noted that patient had disconnected prior to the alarm and reconnected. There was patient involvement, but no patient injury or medical intervention indicated reported. Product surveillance contacted hp on (B)(6) 2011 regarding the se 2240 alarm. The hp stated that the issue was resolved; however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident, she did inform her nurse. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. Labeling review finds the labeling adequate for the use error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).